Event description:
It was reported that there was twos (t-wave oversensing). It was noted that the patient had a wide qrs complex. Blank after sense, decay delay, and sensitivity were adjusted, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).